Manufacturer narrative:
There is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty cycler set and the patient event of peritonitis with hospitalization and subsequent pd catheter (not a fresenius product) removal with transition to hemodialysis (hd). However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty cycler set. Additionally, there is no report of a device malfunction or cassette leak or defect for this event. All three organisms resulting from the pd effluent culture, enterobacter cloacae complex, klebsiella pneumoniae and candida parapsilosis are found in the normal flora of the gastrointestinal (gi) and genitourinary (gu) tracts of humans and c. Parapsilosis is also found on the skin. Peritonitis caused by enterococcus and candida is most often caused by touch contamination. The pdrn stated the suspected cause of the peritonitis is a breach in aseptic technique as the patient feeds his fish and is suspected of not following proper handwashing techniques prior to pd therapy. The incorrect antibiotic prescription with ancef most likely resulted in the positive culture result of c. Parapsilosis. Antibiotic therapy increases their density of colonization and most cases of candida peritonitis follow a recent course of antibiotics for peritonitis. The removal of the pd catheter is standard protocol for fungal peritonitis in order to provide the patient improved outcomes and reduced mortality. Based on the available information and no documentation of a malfunction, deficiency, or defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that this pd patient was diagnosed with peritonitis. The patient contacted the pd clinic during the night with complaints of sudden onset abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The patient¿s serum white blood cell count was 16.6 (unknown units). The culture resulted positive for two gram-negative organisms, enterobacter cloacae complex and klebsiella pneumoniae. The antibiotics therapy was then adjusted based on the sensitivity results to ip ancef (dose, frequency, and duration unknown). It was suspected that the patient had a bowel issue going on that resulted in the peritonitis; however, no bowel issues were identified. The patient continued to complain of abdominal pain. A repeat pd effluent culture and white cell count was obtained. It was realized at this time that the patient¿s sensitivity report was read incorrectly and therefore ancef should not have been prescribed. The patient¿s antibiotics were switched back to ceftazidime at a higher dose (dose not provided). The results of the patient¿s serum white cell count were not provided. The culture came back positive with two organisms, the gram-negative enterobacter cloacae complex, and a fungal species of yeast, candida parapsilosis. The sensitivity results showed the enterobacter this time was resistant to ceftazidime and the patient was admitted to the hospital on that day. The patient¿s pd catheter (not a fresenius product) was pulled, and the patient was switched to hemodialysis (hd). The patient was discharged from the hospital and started in-center hd therapy. The patient¿s antibiotic therapy during the hospitalization is unknown. It is unknown if the patient will be returning to pd therapy in the future. This event is documented as refractory peritonitis. The suspected cause of the peritonitis is a breach in aseptic technique. The patient has a saltwater fish tank. It is suspected the patient fed the fish and did not follow proper handwashing instructions prior to pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month timeframe which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected timeframe. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.